Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the top cover and front and bottom enclosure were damaged, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The top cover and front and bottom enclosure were replaced to address the damage. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 advisory message displayed upon powering up the platform: thus, confirming the reported complaint. A load cell characterization test was performed and confirmed load cell module 1 as defective, and the load cell was replaced to remedy the fault. During servicing, unrelated to the reported complaint, the battery compartment was observed to be damaged, likely caused by mishandling such as a drop. The battery compartment was replaced to remedy the issue. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. No impact or consequence to patient.